Manufacturer narrative:
(B)(4) - undefined complications occurred; undefined complications occurred; conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a urological procedure in (B)(6) 2014 and mesh was implanted. The patient reports that she had problems with the mesh "crushing" her right side of the bladder and no change in urination issues. A second procedure was completed to correct the issue and the patient reports she is now urinating fine. Additional information has not been provided.